Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 160 units of insulin during the load sequence. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer¿s blood glucose level was 168 mg/dl.